Manufacturer narrative:
The device was returned for investigation and tested using our standard operating procedures. We were unable to confirm the customer complaint that the unit exhibited "heating fault" or "over temperature" alarms. The unit may exhibit a "heating fault" or "over temperature" alarm due to over temperature fluid supply or an occluded flow path. These alarms will cause the system to shut down, as it is designed to do. When the rapid infuser recognizes a situation that is compromising effective infusing, it stops pumping and heating, stops infusing fluid into the patient, displays an alarm message, instructions for corrective measure, and sounds an audible alarm. The user facility reported that upon receiving the "over temperature" alarm, the disposable set was taken out of the unit and placed into a second rapid infuser. However, the alarm message displayed on the screen instructs the user: "over temperature. Turn off power. Discard blood and disposable. Restart system with a new disposable. Service machine if problem persists." In addition, a warning in the operator's manual states, "do not infuse blood that is in the disposable set when over temperature condition occurs. Red cells that have been subjected to high temperature may not be safe to infuse." It was reported that there was no injury to the patient.

Event description:
It was reported that the rapid infuser started exhibiting "heating fault" alarms followed by an "over temperature" alarm after 8 hours into a liver case. The disposable set was removed and placed into a second rapid infuser, which subsequently exhibited an "over temperature" alarm as well.